Event description:
My right knee replacement parts started causing me to fall. I had the right knee replacement done (B)(6) 2015 and the first month of this year I started having new pain and instability when walking. I saw my new pain dr and mentioned it to him as well as the surgeon. The surgeon did in office x-rays and said everything is fine. From then on it has progressively gotten so bad that I wake many times in the night with severe pain. I had the left one done (B)(6) 2017 and went through all the pt just as with prior surgery but went off pain meds only to have to be on them. Both knees hurt to walk and now I am limited to minimal walking. Both knee replacement parts are stryker depuy synthesis.